Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. Microscopic evaluation revealed the distal tip was detached, and the wire was kinked at the distal section. No further damages or issues were observed.

Event description:
Reportable based on device analysis completed on 07-jul-2023. It was reported that difficulty tracking over the wire were encountered. A 4mm x 30mm x 145cm coyote es balloon catheter was prepared for use. After flushing, the balloon catheter was loaded and advanced over a 0.009 rotawire but the guidewire would not pass through the lumen. The guidewire was replaced with a 0.014 v-14 control wire but it would not pass through the lumen either. Another 4mm x 30mm x 145cm coyote es balloon catheter was used to complete the procedure. No patient complications were reported. However, returned device analysis revealed distal tip detachment.